Event description:
A customer reported getting error message "2011 air detected [sample]" on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. While trying to troubleshoot, fse found a broken ground wire between eki board and chassis. Fse repaired the broken wire and successfully ran daily check, sample and quality control runs without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [2011] air detected [sample] is generated when there is no contact with the liquid surface after sample suction. The operator is instructed to contact the service department. The most probable cause of the reported event is due broken ground wire to eki board.